Event description:
Pt contacted dexcom technical support on (B)(6) 2012, to report that she had experienced a hypoglycemic event and had fainted, suffering bruises on her hips and elbows. Pt's husband found her and pt was treated at the hospital with a CT scan and d50 through an IV. Her bg at the hospital was measured to be 20 mg/dl. Pt believes that her cgm was reading inaccurately at the time of the event. At the time of her call to dexcom technical support, pt reports that she was feeling fatigued.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.